Event description:
It was reported one week after implant that the patient's right ventricular (rv) lead dislodged as evidenced by high pacing impedance, oversensing, and high pacing thresholds leading to no capture. The dislodgement was confirmed by x-ray. The rv lead function was programmed off in anticipation of a rv lead revision. The rv lead repositioned five days subsequent and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.